Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
These devices are not distributed in the united states but the family of devices to which they belong are distributed in the united states. (B)(6).

Event description:
It was reported that the t-2 anchor failed to deploy. A backup device was available to complete the procedure with a short delay and no reported patient impact.